Event description:
Approximately 5 months post implantation, a distal type I endoleak was noted through CT-scan. A reintervention was performed to implant an additional 34x20 tag device distally. The endoleak was successfully resolved. The patient is currently doing well.